Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. The insulin pump passed the displacement test. The insulin pump was received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was 162 mg/dl. The customer reported that the she was changing her insulin pump and it fell, she saw that there was a crack on the battery compartment and her insulin pump was not working. The customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.